Event description:
It was reported that the ventricular lead exhibited loss of capture and loss of sensing in the unipolar and bipolar configurations. The lead was successfully repositioned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.